Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. They unplugged the cord and let the system run out of battery before booting back up again. The battery and ups was tested and everything is working fine. The system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a thoracolumbar and sacroiliac procedure. It was reported that intra-operatively, the site went to the home screen and shortly after, the power button light was on, but the monitors were black, indicating no power. There were no ¿no sync¿ messages and the site also noted that the mouse did not show any lights indicating power. The site restarted the system and it continued to work without issue. The procedure was completed using the navigation system and there was no reported patient impact. There was a surgical delay of five minutes due to this issue.